Manufacturer narrative:
No moisture damage noted on electronic assembly and motor assembly. The insulin pump was received with bleeding lcd glass. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
The customer reported via phone call that their insulin pump had fluid under the display screen. The customer's blood glucose was unknown. The customer explained that there was a blob that changed shape and moved around. The customer did not recall any significant events prior to the incident. The customer did not drop or knock their insulin pump. The customer was advised to monitor the insulin pump until a replacement insulin pump arrived. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.